Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and neuron max 6f 088 long sheath (neuron max). It was reported that the patient's anatomy was very tortuous. During the procedure, while retracting the 3maxc out of the neuron max in the target vessel, the 3maxc stretched at the distal tip; therefore, it was not used for the remainder of the procedure. The procedure was completed using another 3maxc and the same neuron max. There was no report of an adverse effect to the patient.